Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported that a patient presented with a gritty feeling in the right eye with no discharge or light sensitivity one week post lasik. This was the first day the patient started using eye makeup after treatment. It was noted that the patient had a hazy area in interface superior to the pupil. The topical steroids were increased. The patient was seen in follow up the next day and noted that the grittiness and redness was gone after using the topical eye drops. But the patient felt the hazy spot seemed bigger. The optometrist noted that the hazy spot was bigger and was not responding to the topical steroid eye drops. The patient was told to discontinue the topical steroid eye drops and was prescribed two topical antibiotic drops to be used every hour. Additional information received states that the patient was seen in follow and it was noted that the infection has resolved but the patient has some scarring. All medications have been discontinued.